Event description:
Additional information identified that surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg displayed error message.the ipg was possibly inoperable prematurely. The next course of action is undetermined at this time.